Manufacturer narrative:
Corrected. The device was not being used for treatment when the reported event occurred the event occurred during preventative maintenance (pm). There is a relationship of the device to the reported problem.

Event description:
Customer reported that the unit has pressure sensor failure. There was no patient involvement.

Event description:
Customer reported that the unit has pressure sensor failure.the device was in clinical use at the time the reported issue was discovered; however, that was no harm to the patient or user.